Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to charge the ipg and unable to communicate with the external devices. Patient was also experiencing ineffective stimulation. In turn, surgical intervention took place wherein the system was explanted to address the issue.